Manufacturer narrative:
(B)(4). At the time of this report, the patient had recovered from the event (previously recovering). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment included injection reflin (1 gm, frequency and route not reported), injection tobramycin (40 mg, frequency and route not reported) and injection heparin (1000 iu/bags, frequency and route not reported) for peritonitis. The treatment with antibiotics was ongoing. The patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested and was not available at this time.